Event description:
It was reported to philips that the patient's reaction to a heartstart xl defibrillator light shock was disproportionate. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.